Event description:
Customer's spouse reported that pt was found semi-conscious experiencing low glucose symptoms. Spouse began to test their pt with erratic results. Over a 30 minute period, the customer's readings were 86, 126, 500, 43 and 76 mg/dl. Customer's spouse and family member provided glucose injections to raise blood glucose levels. Testing was conducted on the fingers.